Event description:
Customer reported that when the alarm is set to voice only the pre-recorded message is garbled. Customer did not know the date when the issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue and revealed that the voice message plays as it should, but there is static in the background. The static sounds whether the mode is set to voice only or voice and tone and passes all functional tests. However, visual findings revealed that the battery springs are corroded due to battery leakage. Also, the aqualert water indicator label shows evidence of moisture exposure. Note: the instructions for use states: batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. Manufacturer references file # (B)(4).